Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to start and they noticed a wire was broken. It occurred when they were prepping tools and instruments from box. The instrument was not used and there was no instrument collision. There were issues with the opening and closing of the grips and the up/down (pitch) motion of the wrist. There were no protruding cables, nothing fell into the patient¿s anatomy. No patient demographics were provided.